Event description:
It was reported that the generator was able to be interrogated for settings in (B)(6) 2021 however the battery was too depleted for diagnostics to be performed. Given that it could be interrogated, it was unlikely unable to provide stimulation in (B)(6) 2020 due to battery depletion. No further relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
It was reported at the patient's clinic visit that the patient was having an increase in seizure activity. The patient's battery status was unknown and the physician wasn't sure whether the vns battery was low. Upon follow-up the office indicated that the patient was on medication and the seizures were controlled. No further relevant information has been received to date. No known surgical intervention has occurred to date.